Event description:
The manufacturer received information related to a dreamstation 2 adv auto CPAP. The patient alleges being unable to turn the device on, burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has been returned to storage facility. Evaluation is still pending. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.